Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the analog board to address the reported issue and sent the defective analog board to carefusion for failure analysis. Carefusion was able to verify the customer's reported issue during testing and evaluation. It was discovered that the xdcr pt4 was out of specification. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was getting "xdcr fault" errors. It is unknown at this time whether there was any patient involvement associated with this complaint.